Event description:
It was reported that the patient experienced urinary retention. The patient was sent to the emergency room and was treated for seven hours. The customer reported that the patient experienced one year of pain and wore layers due to urinary leakage. It is unknown if the artificial urinary sphincter was replaced or removed. Should additional information become available a supplemental report will be submitted.